Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the accidental failure of the emergency lamp or peripheral circuit of the emergency lamp because the subject device had been used more than three years since manufacturing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device by the technical service engineer, it was found that the emergency lamp indicator on the front panel blinked even though the examination lamp lit up. The examination lamp had been used for two hundred hours. There was no report of patient injury associated with this event. The service department of the olympus medical systems (B)(6) (omsi) checked the subject device and found that the reported phenomenon was duplicated, and that the reported phenomenon was due to the failure of the emergency lamp.